Event description:
It was reported the colonovideoscope exhibited foreign material on the image lens, rusty residue on the fiber optic lens, and gray crumbling adhesives. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the following reported customer failures were confirmed: "matte adhesives on the image lens", "gray and crumbling adhesives", and "damaged adhesive with rusty residue underneath on the fiber optic lens" foreign objects on lg lens (light guide). However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received.